Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 700 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. The customer reverted to an alternate method of insulin therapy. No additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.